Manufacturer narrative:
The reported event of a warped deployment was confirmed. The right disc deformed in a bulbous conformation. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 25 mm amplatzer cribirform occluder (aco) was implanted. When deployed, the left disc of the aco became warped and did not restore to the original configuration. Another 25mm amplatzer cribriform occluder (lot # unknown) was used and implanted successfully. There was no clinically significant delay in the procedure and no consequences to the patient.